Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during a laparoscopic colon procedure, the device tore. He completed the case with another device. No patient consequences.